Manufacturer narrative:
Investigation results: summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect of needle retraction failure. Conclusion: part #: 381434; lot #: 7320974. As reported code: needle retraction failure. Event description: material no. 381434 batch no. 7320974. It was reported that the needle does not retract when the button was pressed. When pushing the button for the to retract, the needle does not retract. Incident occurred on 2 occasions. Device/batch history record review: yes. DHR review was performed on the lot number. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The defect needle retraction failure, as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Did the evaluation confirm the customer¿s experience with the bd product? No; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? No; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Without a sample for evaluation and testing, there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that on two occasions the needle did not retract on a bd insyte¿ autoguard¿ shielded IV catheter during/post use. There was no report of exposure, serious injury or medical intervention.